Event description:
Note: the date of event is unknown it was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, they grasped tissue with the clip however; a fragment fell off of the clip into the patient's colon. The physician retrieved the fragment with forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) (physician retrieved fragment), (clip broke). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).